Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. No physical damage was found, at the location where the foreign material remained. Olympus was unable to confirm, whether there was a deviation in reprocessing steps at the user facility. Based on the results of the investigation, and although olympus confirmed, foreign material adhered in the air/water cylinder and channel. The cause of the material cannot be specified. The event can be detected/prevented, by following the instructions for use, as follows: detection methods are written in gif/cf/pcf-190 series, operation manual chapter 3.: preparation and inspection. Prevention measures are written in gif/cf/pcf-190 series, reprocessing manual chapter 5.: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of an annual inspection, finding whitish foreign material inside of the air/water tube and cylinder. The reported fault was likely a result of insufficient cleaning. Additionally, it was noted that due to wear of angle wire, the play of up/down knob was out of the standard value; plastic distal end cover was cracked; light guide lens was chipped; bending section cover adhesive was worn; and universal cord was buckled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, colonovideoscope, to the olympus service center for inspection. Upon inspection and testing of the returned device, it was observed that the air/water tube and cylinder had foreign material. The foreign material noted has been attributed to insufficient cleaning. This report is being submitted for the event found during evaluation.